Event description:
The customer reported that the monitor was flickering and turning off and on. The event occurred during an inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 email: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.